Event description:
Boston scientific received information that after implanting this cardiac resynchronization therapy defibrillator (crt-d) performing induction testing at maximum energy did not convert this patient induced arrhythmia. The physician used external defibrillation in order to convert the patient back to a normal rhythm. Another procedure is scheduled to implant a high energy device. The physician confirmed that there was no device malfunction and the patient needed a high energy device due to a patient related condition.